Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed based on the customer provided photo, which displays damaged to one of the sides of the suture. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Event description:
It was reported that during an all-inside surgery, after tightening the tightrope a damage on one of the pulling tape of the system can be seen. There was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.